Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed a deposition in the pump cover consisting largely of a fungal mat. The deposition could have contributed to the report of hemolysis and could have contributed to the high estimated pump flow, as confirmed through the log files. A direct correlation between (B)(6) and the reported event and patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned disconnected from the pump cable. Approximately 5¿ of the sealed outflow graft was returned with approximately 2¿ of a smaller diameter graft attached at the distal end of the graft. The sealed outflow graft was attached to the pump cover outlet port with the sealed outflow graft bend relief hardware engaged. The apical cuff was returned disconnected. Upon disassembly of the returned pump, an irregularly shaped, granular deposition was discovered in the pump cover. The deposition was soft and occluded approximately one third of the blood flow pathway. Per histopathology, the deposition largely consisted of a fungal mat. A specific origin of the fungal mat, cause of the deposition formation, or length of time the deposition was present could not be conclusively determined through this evaluation; however, the deposition could have contributed to the report of hemolysis and could have contributed to the report of high estimated pump flow on (B)(6). Examination of the remaining blood-contacting surfaces revealed no other developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files submitted and retrieved from the returned device demonstrated a gradual increase in estimated flow and pump power over several days. The pump operated at the set speed without issue and appeared to be operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 ¿introduction¿ of this document lists death, sepsis, localized infection, pump thrombosis, and multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 further states that changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases, over hours or days, may signal thrombus deposits inside the pump, or aortic insufficiency. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ lists thromboembolism and infection as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Additionally, section 6 includes information regarding how to prevent and control infection. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. G contains several sections with information about how to prevent and control infection. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was on longterm antimycotic therapy. The patient was admitted with signs of diarrhea and had general fatigue. A complex evaluation was performed, including a chest x-ray, echocardiogram, labwork, and log file analysis. The account discovered aortic valve regurgitation with hemolysis, which was indicated for evaluation of tavi feasibility. Antibiotics and antimycotics were also started due to inflammatory lab results. On (B)(6) 2021 the patient complained about abdominal pain with repeated vomiting and the presence of hematuria. Repeated log file analysis showed increased rvad flow reading. An echocardiogram confirmed standard parameters with normal unloading function. The account performed an abdominal CT scan and imaged lvad/rvad outflow cannulaes without any relevant findings. The patient quickly deteriorated with the development of septic shock requiring ventilation and vasopressors/inotropic support. The patient expired due to multiorgan failure despite maximal therapy. Relevant manufacturing reference number: (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with signs of hemolysis. Investigation showed significant increase of patient's aortic regurgitation grade. The patient underwent a computed tomography (CT) scan to evaluate the possibility of performing a transcatheter aortic valve implantation (tavi) procedure. The CT scan did not confirm any significant limitations at the right ventricular assist device (rvad) flow pathway or the left ventricular assist device (lvad) flow pathway. An echocardiogram (echo) showed normal performance of the rvad and lvad. Downloaded lvad log files showed standard stable data. Rvad log files noted increased calculated flow. The hospital planned to correct significant aortic valve regurgitation. The patient was stable and awaiting tavi procedure. The patient had blood lab work done. The patient underwent a CT angiography and an echocardiogram. Log file analysis was performed. The patient expired on (B)(6) 2021 under a picture of septic shock. An autopsy was performed. The patient's heartmate 3 rvad and heartmate 3 lvad were scheduled to be explanted and returned to the manufacturer for full analysis.